Event description:
Twenty pts - unk specifics. This is the fourteenth of 20 reports for ibond te. On (B)(6) 2012 hk rep received e-mail from (B)(4) with request for return authorization of several items. On (B)(6) 2012 spoke to the dentist. She said that they had to change about 30 restorations. She did not remember specifically which ones. She said that the pts experienced biting sensitivity and sensitivity when flossing up (if they had an interproximally extending restorations). She said they used ibond te from (B)(6) 2011 to (B)(6) 2012. She said that at first they tried adjusting the bite of pts with sensitivity, but that they would return a few weeks later still with sensitivity and she had to remove and replace the fillings. She said that the pts would be fine after the restorations were replaced. She reported her technique as etching the area with 20% phosphoric acid, rinse and dry without desiccating. Apply and rub the ibond te around the prep for 20 seconds, dry for about 5 seconds until the fluid no longer moved, and light cure with an led light for 20 seconds. She said that she was not sure on the cure time. She said that all the pts are fine now.

Manufacturer narrative:
As allowed by exemption# (B)(4), heraeus kulzer (B)(4) (the importer) is submitting the report on behalf of heraeus kulzer (B)(4) (the MFR). Although we have not established that the device caused or contributed to the event, we're reporting it out of caution to be compliant with 21 cfr part 803. We cannot rule out causality.